Manufacturer narrative:
Distal stent graft-induced new entry after frozen elephant trunk procedure for aortic dissection ann vasc surg 2023; 97: 340¿350 https://doi.org/10.1016/j.avsg.2023.05.015 date of publish used for incident date in section b;3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding 'aortic dissection distal stent graft-induced new entry after frozen elephant trunk procedure for aortic dissection'. The time frame of this study was over 6 years. Valiant captivia stent grafts were implanted in patients during the aortic repair of aortic dissections in combination with fet procedure. Multiple manufacturer's devices were used in the study population. Among patient adverse events included: false lumen perfusio.  No further information was provided pertaining to medtronic products.